Event description:
Procedure type: lap incisional hernia repair. According to the reporter: while inserting the 5mm bladeless port, the dr. Felt something strange as it passed through the abdominal wall. He pulled out the port and found that the retraction shield around the white plastic fins had seemingly twisted off, and the white platic fin portion inside was missing. The white tip of trocar was unable to be retrieved laparoscopically. Instead the dr. Made a small laparotomy to retrieve it. All portions of device were retrieved from inside the patient, and a second 5mm port was inserted without incident. Case proceeded uneventfully. The patient recovered with no lasting injury.